Event description:
It was reported there was difficulty inserting the right ventricular (rv) lead into the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of difficulty to insert was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular and atrial set screws were stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.